Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one kcfw-5.0-38-55-rb-raabe sheath and dilator were returned for investigation. There was biological matter on both. The distal tip of the dilator was confirmed to be damaged. The tip was folded and there was a sharp point. The lumen was closed, and therefore the wire guide checker could not be inserted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device which states that upon removal from package to inspect the product for damage. The initial steps also include the individual flushing of the dilator and the sheath. Once this has been completed, then the dilator is to be inserted into the sheath. The returned image shows the dilator had been inserted. Based on the information provided, the device was opened but did not make patient contact, according to the customer. The cause of the damage is unknown, however there are multiple controls in place to prevent this failure mode from leaving cook's facilities. There is no indication of similar non-conformances in the product's lot and there is no indication the device was manufactured out of specification. It is possible the device was damaged during handling storage. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to patient contact, the tip of the flexor raabe guiding sheath was noted to be kinked, it was not possible to get a wire through. A second sheath was used to complete the unspecified procedure. No patient adverse effects were reported. Follow up information received on 10-dec-2018 indicated the tip of the complaint device was also split with sharp edges.